Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that the device's nav-ring is defective. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips¿s standards. Although the front bezel or the navigation ring has not been returned, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.